Manufacturer narrative:
Initial and final MDR 1881883 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that two infusion sets cannula were kinked and events occurred on (B)(6) 2024 causing blood glucose to be 320 mg/dl and (B)(6) 2024 causing blood glucose to be 305 mg/dl. The symptoms were noticed within three hours of insertion and was inserted in abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.